Event description:
It was reported to philips that during analysis, the status log displayed a charge/shock failure error message. An ops check was attempted, the device would start to charge but never allowed a shock to be performed. There was no reported adverse patient impact.

Manufacturer narrative:
A supplemental report for failure analysis info: one therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.